Event description:
It was reported the iab was prepped per procedure. During the sheathed insertion in the right femoral artery, the iab began to unwrap and became stuck in the sheath. As a result, a new iab was obtained. There were no reported patient complications. Refer to MDR #1219856-2006-00348 and #1219856-2006-00350 for additional information concerning this event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.